Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') and multiple sclerosis ('ms/brain fog') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple sclerosis (seriousness criterion medically significant), migraine with aura ("migraine with kaleidoscope auras") and feeling abnormal ("brain fog"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, multiple sclerosis, migraine with aura and feeling abnormal outcome was unknown. The reporter considered feeling abnormal, medical device removal, migraine with aura and multiple sclerosis to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: medical device removal, feeling abnormal, multiple sclerosis migraine with aura. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : events migraine with kaleidoscope auras, ms/brain fog added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') and multiple sclerosis ('ms/brain fog') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple sclerosis (seriousness criterion medically significant), migraine with aura ("migraine with kaleidoscope auras"), feeling abnormal ("brain fog") and tooth loss ("teeth pulled out"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, multiple sclerosis, migraine with aura, feeling abnormal and tooth loss outcome was unknown. The reporter considered feeling abnormal, medical device removal, migraine with aura, multiple sclerosis and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, loss of teeth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-loss of teeth , reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.